Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to sign in to the pyxis. A technical support specialist checked the user account and found that the account had been locked and provided guidelines and advised user to contact information technology to manually unlock the account and to reset the password. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to sign in to the pyxis and received a failed to authenticate error message. The user checked on the server and confirmed that the account was still active. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.